Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was used. Both slides were in their initial positions. There were no visual anomalies noted on the device. Performance/functional evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place; however, after the device was fully primed, the top slide released, leaving the bottom slide in the primed position. X-ray images were performed and it was found that the cannula and stylet tangs were not fully engaging when primed. This likely resulted in the self-activation of the device. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. Additionally, the tangs did not appear to be damaged or deformed, and were able to lock securely into place while the device was disassembled. It was noted that the stylet hub and cannula hub were from cavity 8. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for self-activation, as the cannula and stylet tangs would not fully engage, and the device self-activated during functional testing. However, the investigation is inconclusive for failure to obtain samples, as the device could not be functionally tested due to the self-activation issue. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy the device failed to obtain a sample on the second attempt. It was further reported that on the third biopsy attempt the health care provider locked both the top and bottom slides after which the device allegedly self activated. Reportedly, another device was used to complete the procedure. There was no report of patient injury.